Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter was inserted, the catheter doesn't work normally. Change the new catheter". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #(B)(4). The reported complaint of iab catheter damage is confirmed based on the attached photos. The product was not returned for investigation. In the photos, the iabc outer lumen was noted damaged/kinked consistent with the flattened surface. Based on a review of the device history record (DHR), the product met specification upon release; however , specifications were not met due to the kinked outer lumen. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter was inserted, the catheter doesn't work normally. Change the new catheter". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The hemostasis device was noted cut. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer photos were reviewed. The photos show a kinked iabc outer lumen. No kinks were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were de-tected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to adv ance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "catheter doesn't work normally" is confirmed. During the investigation, an external helium leak was conf irmed from the intra-aortic balloon catheter (iabc) bifur-cate bushing adhesive, which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "after the catheter was inserted, the catheter doesn't work normally. Change the new catheter". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".